Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an ilet "insulin dropping" alert while glucose was trending down, with a lowest glucose of 72 mg/dl after a prior elevated reading around 260 mg/dl and recent self-adjustments to pump settings; the agent noted insulin stacking from a correction before the alert. Symptoms included feeling okay. Outcomes included successful correction with oral carbohydrates and no need for outside assistance or medical intervention. Investigation included review of pump logs and user-reported history, along with troubleshooting and education, and scheduling of additional training to review settings and trends. Investigation of this case revealed a hypoglycemic event of unclear cause with contributing insulin stacking and user-initiated setting changes, with device alerts functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.